Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that a piece of the device broke inside of the device and this piece cannot be removed. The reported event was confirmed. The suppliers evaluation revealed that a broken part of the tool (burr) stuck in the chucking system and it is not possible to remove this part from the chuck system. The attachment itself is working as intended. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Event description:
It was reported that a piece of the device broke inside of the device and this piece cannot be removed. No further information received. Update avoe 28-mar-2022: it was confirmed that the incident occurred during a hand module system/ synthes surgery and the device broke while working with the device on the patient. The surgery was finished successfully with a different device (1,1 mm drill). It was not necessary to switch the surgical technique or do a second surgery.